Manufacturer narrative:
Literature article named misdiagnosed opacification of a hydrophobic acrylic intraocular lens. Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported that three (3) months after a patient had an intraocular lens (iol) implanted in both eyes, she experienced a decrease in vision. The cause of the decreased vision was reported to be bilateral opacification of the iol's. During the first postoperative month, the visual acuity was 20/20 in both eyes. However, the patient reported progressive blurring of the vision thereafter. The decreased vision was presumed to be the result of posterior capsule opacification and was treated with a neodymium: (yag) laser capsulotomy. There was no improvement in the patient¿s symptoms after the capsulotomy, and the patient reported further deterioration in visual acuity in both eyes. On the patient¿s referral, anterior segment retro-illumination imaging and optical coherence tomography were performed; both assessments showed an opaque membrane enveloping the implanted lens with no opacification of the iol. The patient had a surgical procedure to peel the membrane in each eye, with 2 months between each procedure. The iol was well centered at the end of the procedure. Intracameral antibiotic was administered as per protocol. The patient was followed for 12 months. The final visual acuity was 20/20 without evidence of recurrence of the membrane. This record is for the right eye. No further information is expected.